Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician . Other relevant device(s) are: product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who received gablofen 1000.0mcg/ml; 203.9mcg/day, in an implantable pump for intractable spasticity and multiple sclerosis. The wrong drug concentration was entered. Two minutes following the error, the hcp called in to correct the initial setting and bolus. The patient was still in the office when the error was recognized and was able to recover right away. Troubleshooting resolved the issue. There were no reported symptoms. The information reasonably suggests the pump was programmed to 500.0mcg/ml, instead of the refilled concentration of 1000.0mcg/ml. Technical services provided information for a bridge bolus from 500.0mcg/ml to 1000.0mcg/ml in the amount of 178.85mcg over 20 hours and 58 minutes (total volume reported as 0.356ml). No complications were reported/anticipated.